Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model zkb00 18.0 diopter, was explanted and replaced with the same model but a 16.5 diopter due to a miscalculation which resulted in an incorrect power. There was no vitrectomy or incision enlargement performed. The patient was happier after the second implant. The lens was discarded and thus will not be returned. No further information was provided.

Manufacturer narrative:
Corrected data: in MDR follow up #1, event date was inadvertently not updated with the date of event. Date of event has been corrected to (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: on the initial MDR the explant date was reported as (B)(6) 2016. However through follow up it was learned the correct explant date was (B)(6) 2016. Additional information: additionally through follow up the following information was provided: age/date of birth: (B)(6) 1946. Sex/gender: female. Implant date: if implanted, give date: (B)(6) 2016. Device evaluation: visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens was within power specification and met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.